Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent unknown procedure on (B)(6) 2017 and suture was used. The needle pulled off during the musculo-aponeurotic passage and remained in the tissue. An additional aponeurotic incision was made to recover the needle. The procedure was extended 15 minutes. Currently the patient is fine. Additional information will be requested.

Manufacturer narrative:
Pc(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.